Event description:
During a laparoscopic ovarian cystectomy the housing and obturator detached when the surgeon tried to insert. A new device was opened to finish the procedure. There was no patient consequence.